Manufacturer narrative:
H4: the lot was manufactured from may 17, 2022 to may 19, 2022. H10: one actual device was received for evaluation. The unit contained 33ml of fluid in the bladder. A visual inspection on the unit via the naked eye showed no evidence of fluid coming out at the distal end of the flow restrictor. A microscopic examination on the flow restrictor revealed the cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was determined to be user related as air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product¿s instructions for use details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. The no flow issue was noted after filling with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.